Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient was seen in the hospital and x-ray showed that the atrial lead had fallen into the right ventricle. The lead is still in use. No patient complications have been reported as a result of this event.